Event description:
I had prk done almost 3 years ago. My left eye is blurry, red, and itchy. I can barely see out of my left eye. My right eye is burning. I went back to the lasik place and they didn't even try to fix the problem. They just wanted (B)(6) every time I went to see them. I've been to an ophthalmologist 13 times this year. And they don't know what's wrong with my eyes. I feel like I'm losing my vision. Had to see eye doctors. The lasik vision institute. FDA safety report ID# (B)(4).